Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker had no radio frequency telemetry. Remote care team requested the field representative to bring patient into clinic to establish connection. No programming changes or interventions were reported. The patient was stable throughout.